Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the tamper seal was removed and the lens was scratched. A review of the event history log found a "cassette not attached properly" message. During the functional testing, the customer reported problem was able to be confirmed when the pump failed calibration and was unable to prime due to the alarm. The root cause was found to be the inoperable dso sensor. The dso sensor was replaced along with the lcd lens, latch lock, expulsor, optical switch, uso, dso, ail sensors, chassis, keypad, and overlay. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette won't stay attached to the pump. No adverse patient effects were reported by the customer.